Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in sion, switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e06 code) associated to a stirring mechanism that uses too much power. There was no patient injury.

Manufacturer narrative:
To solve the issue, the patient pump1, distribution board, mixer, and cpu board were replaced. Device was functionally tested and returned to user. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
H11: complaints database review revealed one further similar incident involving the same unit, since its installation in 2021. Based on the above, root cause of reported issue could be traced back to an electrical power overload, which could have resulted in an overcurrent that ultimately damaged the distribution board. The contribution of environmental conditions, such as water infiltration, humidity, condensation or high temperatures could have contributed to the verification of the phenomenon. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.